Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the battery burning issue could not be verified.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer smelled the pump burning. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.